Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have broken two sensors while attempting to insert. Customer's blood glucose was 173 mg/dl. It was reported that hub assembly was not inside serter. Customer was able to insert sensor after third try.